Event description:
It was reported to philips that the geometry movements were not working properly. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed without using the movements of the c-arc and table. Philips filed service engineer visited the site and observed the propeller movement of the arc blocks couples when rotated right. After reviewing the log, fse found that sensor collision detected. To resolve the issue fse calibrated arc and table movements. After recalibration of arc and table movements, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to complete it without utilizing the movements of the c-arc and table, without any delay. It is unlikely that a recurrence would cause or contribute to death or serious injury. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.